Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) lost communication with the programmer during the implant procedure. Telemetry could not be reestablished, so this ICD was abandoned and a different ICD was implanted.